Event description:
It was reported that the smartsite needle-free connector experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: connector could not be flushed by the anesthetist and appeared to be blocked. It was discarded and a new connector was placed onto the cannula.

Manufacturer narrative:
H6: investigation summary: a 2000e-04 sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to flush the sample with a connecting male luer. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20106362 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 device in the past 12 months. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text: see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite needle-free connector experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: connector could not be flushed by the anesthetist and appeared to be blocked. It was discarded and a new connector was placed onto the cannula.